Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013 (in the morning). On an unspecified dates/times the patient reportedly obtained blood glucose readings of ¿253 and 258 mg/dl¿ with the subject meter and readings of ¿132 and 118 mg/dl¿ with the freestyle meter; however, performed more than 30 minutes of each other. The patient manages her diabetes with 1.8 units of ¿victosa¿ and 1000 mg of metformin; she reportedly did not make any changes to her regimen after the alleged meter issue occurred. According to the csr¿s documentation, as a result of the product issue the patient reportedly developed symptoms of dizziness, sweating, and nausea (date/time unclear). The patient, however, denied receiving any form of treatment after the alleged meter issue occurred. At the time of troubleshooting, the csr noted the subject meter was set to the correct unit of measurement and that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.